Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and titanium adapter. It was further reported ¿after the disconnection the patient connected it back not using sterile technique¿. The same day, the patient presented to the pd clinic ¿detached from the set¿, and the transfer set was replaced. The cause of the disconnection was unknown; however, it was reported ¿the set was replaced by a substitute nurse¿. Subsequently, the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was reported the nurses will be retrained on how to connect the transfer set and proper aseptic technique. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.